Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 459 mg/dl. The customer reported having symptoms of nausea, vomiting, and difficulty breathing. The customer was not wearing the insulin pump at the time of hospitalization. Customer was treated with insulin drip. It was also reported that the customer received a button error alarm. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The functional testing could not be completed due to the unresponsive buttons. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches on the display window.